Manufacturer narrative:
The device was returned to olympus for evaluation and the customer's allegation was not confirmed. The device evaluation found that the reported issue was not reproduced. The investigation is ongoing, a supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.

Event description:
The customer reported to olympus, the evis lucera elite xenon light source had a lamp lighting error, an abnormal noise occurs when the lamp is turns on and it does not light up. The device was inspected prior to use, and the unspecified intended procedure was completed with a similar device. There were no reports of patient harm.

Manufacturer narrative:
This supplemental report is to provide a correction to the initial medwatch report (MDR). The initial MDR was inadvertently submitted as a reportable malfunction. This supplemental report is to inform that there was no reportable malfunction related to the subject device captured in this complaint. Per the legal manufacture, this issue of a lamp lighting error, an abnormal noise occurs when the lamp is turns on and it does not light up is not likely to cause or contribute to death or serious injury if the malfunction were to recur.